Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Visual inspection upon receipt found that the urethane outer layer had been sheared off on 0 mm - approximately 127 mm from the distal end of the device, where the core wire was noted to be exposed. The total length was compared with that of the retention sample from the involved product code and confirmed to be equivalent. The core wire was verified not to have any missing portion. Electron microscopic inspection of the distal extremity of the core wire found the trace of its having been processed with the dedicated tool. From this it is likely that only some segments of the urethane outer layer were separated from the device. Magnifying inspection of the segments where the urethane outer layer had been sheared off obtained the below findings. On 0 mm - approximately 25 mm from the distal end of the device, the urethane outer layer was missing and the core wire was completely exposed. On approximately 25 mm -104 mm from the distal end of the device, the urethane outer layer had been semi-circumferentially sheared off and the core wire was exposed halfway. On approximately 104 mm - 127 mm from the distal end of the device, the urethane outer layer had been sheared off with no exposure of the core wire. The surfaces of the shear cross-sections were in the smooth state. The end of the urethane outer layer at approximately 25 mm from the distal end of the device. The outside diameter was measured on the undamaged segment and confirmed to meet manufacturer specifications. Functional testing was conducted. A current guidewire m product sample was inserted into a metallic needle and withdrawn from it in the manner of the guidewire m sample having contact with the metallic needle. The urethane coating was sheared off from the guidewire m sample. The surface of the shear cross-section of the urethane outer layer was confirmed to be in the smooth state. The damage similar to that observed on the actual sample was duplicated. There is no evidence this event was related to a device defect or malfunction. While the exact cause of the reported event cannot be definitively determined based on the available information, it is likely that the actual device was subjected to a withdrawal manipulation in the state where its urethane outer layer had contact with the metallic needle used in combination with the actual device. As the result, the urethane outer layer got sheared off the wire. There is a possibility that the sheared urethane layer approximately 127 mm in length may have remained in the patient's body. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: "do not manipulate/withdraw the guidewire m through a metal entry needle, a metal dilator or a metal guide wire inserter. Manipulation and/or withdrawal through a metal entry needle, a metal dilator or a metal guide wire inserter may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported a fracture on the involved device. The following information was provided by the user facility: the involved device was used for the nephrostomy procedure due to pyelitis. When the actual sample was withdrawn, it had fractured and partially remained in the patient's body. It has yet to be determined if surgical intervention is required.